Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified the device was underweight, a broken shell, and yellow biological tissue. Visual and microscopic analyses were performed which identified a sharp break on the posterior side, non-penetrating nicks, and delamination of the orientation dot with approximately less than 75% partial separation. A 40-millimeter wide dark patch of the edge material inside the gel was observed. A dimension measurement in the shell was performed which confirmed the shell thickness is within the specification. Based on the device analysis, the final assessment is a sharp break on the posterior side due to a surgical impact opening, and partial delamination of the orientation dot due to adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was reported as rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported rupture of left implant. The device has been explanted.